Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be specified of the remaining foreign material. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope had insufficient air and water supply. The issue was found during preparation for use in a diagnostic rectal examination. The device was returned for evaluation. During the device evaluation, foreign materials were found in the nozzle of the device which constitute a reportable malfunction. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the up direction angulation was out of specification due to worn wires, the up/down knob was out of specification, the water removal function was insufficient, the light guide lens was chipped, and there were scratches on the adhesive on the protective coating of the bending portion of the device, the switch 1, the protector of the universal cord, the protector of the video cable, the camera cover, and the connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. The customer provided information regarding cleaning steps taken. The device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unknown when the foreign material adhered to the nozzle, and there was no delay in the start of the pre-cleaning. The nozzle was flushed with air and water and was wiped/brushed with lint-free cloths, brushes, or sponges. The nozzle was flushed with the detergent solution, and there were no reported abnormalities with the accessories used for reprocessing.